Event description:
The reporter stated that the device result was 539mg/dl and he performed a repeat with a result of 540 something. He dosed insulin and twenty minutes later the device read 136mg/dl. About 1 1/2 hours later he passed out. Emt's were called and they checked his glucose on their meter and the reading was 20mg/dl. He was treated with an IV and taken to the hosp.